Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and battery depletion was indicated. The time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012 as device rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery was 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. One low battery voltage alert occurred on (B)(6) 2012.

Event description:
It was reported that the device reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.